Event description:
This nurse was called into patient's station (in dialysis) by lpn due to an error code that was unable to be cleared. Machine was having a dialysate connector error , pressure flow error, and dialysate flow error. These alarms were unable to be cleared, set up was verified as correct. Patient was taken off of machine and new machine was set up for patient to finish his dialysis run. Patient was 2.5 hours into his run when error occurred. Was able to finish his dialysis on the second machine.